Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): a concerto device was returned for analysis within a shipping box; within sealed biohazard pouch; within its opened inner pouch and within a dispenser track. The unknown micro catheter used in the event was not returned. The concerto was returned with introducer sheath. Visual inspection/damage location details: the concerto pushwire was found to be broken but retained by release wire at ~ 6.0cm and the remainder of the pushwire exhibited multiple kinks and bends from proximal end. The implant coil was found to be detached and not returned. All other subassemblies appeared to be normal, and no other anomalies were observed. Testing/analysis (including sem reports): the concerto coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Conclusion: based on the device analysis and the reported information, the customers report of ¿coil resistance/stuck in cath¿ was unable to be confirmed. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use. The model or lot number for the unknown catheter were not provided; therefore, compatibility could not be assessed. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the concerto helix coil was being used as per the IFU but the coil was kinked and got stuck within the microcatheter. A new medtronic device was used to finish the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing coil embolization surgery. It was noted the patient's blood flow and vessel tortuosity were unknown. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Additional information was received. The causes or contributing factors for the kink or resistance were not identified. A continuous saline flush was administered and maintained as indicated in the IFU. There were no issues that resulted in the damage that was found. The reported statement of "no alleged product issue" for the coil was clarified to be as follows: there could have been an issue with the coil but it is unclear. This information has been confirmed/provided by the physician.